Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed to discharge using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 3920c were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes passed ID chip read, up/down test and resistor readings, electrical and impedance testing, readiness test, and 30j test without duplicating the report. Analysis of reports of this type has not identified an increase in trend.